Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a malfunction alarm occurred while the pump was charging. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was in 204-205 mg/dl range.